Event description:
The customer contacted stryker to report that their device was missing the magnetic pin in the lid. In this state the device will not turn on automatically, which can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate and verify the reported issue. Investigation found the magnet in the lid was missing. Absence of the lid magnet allows current to flow from the battery, even when the device is in standby mode. Stryker replaced the device's lid to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.